Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and failure analysis did not replicate or confirm the customer reported event. Additional observations not reported by site were also identified. The endoscope had scope shaft bearing friction issue and deformed cable. The endoscope had transmittance test failure. A visually inspected and manual test by hand was performed using series of movement tests and the endoscope failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer site to further investigate the reported event. The customer contact reported that there were no issues after troubleshooting with the isi technical support. The customer performed multiple cases with no return of the issues. The system was reported to be working properly and no additional action was required as the issue was resolved. A return material authorization (RMA) was issued to evaluate the device. Isi has received the endoscope; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the endoscope flipped alignment on its own and the horizon was 180 degrees off. The customer had tried to reseat the sterile adapter with no change. They ultimately had to restart the system to resolve the issue. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The resolution would have been to remove the endoscope, adjust the base 180 degrees, and wipe out the guided tool change before reinstalling the endoscope. The isi tse recommended the customer adjust the scope base 180 degrees and ensure the endoscope rotates smoothly. The isi tse noted that the cause was probably a setup issue as a review of the logs did not reflect any system-related issues.